Event description:
It was reported the patient was unable to increase the stimulation amplitude for a few weeks. The sjm representative met with the patient and determined all but two contact were invalid. The physician had an x-ray taken which did not show any obvious anomalies. Reprogramming was able to provide stimulation, however, it was reported the patient had difficulty turning the stimulation off. The physician planned to undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.